Manufacturer narrative:
The reported events of lead fracture, noise, high capture threshold and high pacing lead impedance could not be confirmed. As received, a partial lead was returned in two pieces. The connector portion measuring 9.8 cm and the distal portion measuring 105.0 cm / 97.0 cm / 39.0 cm (stretched inner coil / stretched outer coil / inner and outer insulations). Electrical and x-ray examinations of the lead did not find any indication of conductor fractures. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage. Unable to perform the impedance test due to the lead was returned incomplete and separated in two pieces consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient was dependent on the device for normal function. It was noted that noise resulting in oversensing, a high capture threshold and high impedance was observed on the lead. A fracture was suspected. The lead was explanted and replaced. The patient was stable before, during and after the procedure.